Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated the patient age as 68 years, date of birth as (B)(6) 1954, and there was no product performance issue related to the controller ac adapter ((B)(6)) and controller dc adapter. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that one of the controller ac adapters and the controller dc adapter did not exhibit a product performance issue.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller, four batteries ((B)(4) ), two controller ac adapters ((B)(4) ) and controller dc adapter were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed momentary disconnections involving (B)(4) and a controller ac adapter. Momentary disconnections will result in an audible tone or ¿beep¿. Analysis of the alarm log file did not reveal any power disconnect alarms. However, review of the data log file revealed multiple instances involving (B)(4) where the relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. The observed communication errors are likely related to the reported power disconnect alarms. Analysis of the event log file revealed three controller power-up and associated pump start events logged on 26-oct-2019 at 10:26:02, on 22-nov-2019 at 06:11:45, and on 12-dec-2019 at 23:56:40. The controller was without power for 20 seconds, 15 seconds, and 11 seconds, respectively. The data log file covering the dates of power losses was not available for analysis. On-site inspection of (B)(4) revealed contamination within the power sources connectors. As a result, the reported losses of power, ¿beeps¿, communication errors, rsoc between 101-201, power disconnect alarms and contamination events were confirmed. The reported ¿no sound¿ event could not be confirmed, as the controller was not returned for analysis. A power source lubrication procedure was performed on all power sources on 14-oct-2019, prior to the reported event date. All power sources were re-lubricated on 24-jan-2020. Based on the log file analysis, the most likely root cause of the rsoc between 101-201 and power disconnect alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported ¿beeps¿ can be attributed to momentary disconnections. The most likely root cause of the momentary disconnections after lubrication can be attributed to contamination of power sources pins and/or temporary corrosion of the controller port/power source pins. The most likely root cause of the contamination of power sources pins can be attributed to the handling of the devices. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported ¿no sound¿ can be attributed, but not limited, to a faulty internal battery. An internal investigation was initiated to capture events involving the controller losing power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #:1650 / catalog #: 1650 / expiration date: 31-jul-2020 / serial #: (B)(4), UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 23-jul-2019. (B)(4) heartware ventricular assist system ¿ battery, model #:1650 / catalog #: 1650 / expiration date: 31-aug-2020 / serial #: (B)(4) UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 19-aug-2019. (B)(4). Heartware ventricular assist system ¿ battery, model #:1650 / catalog #: 1650 / expiration date: 31-aug-2020 / serial #: (B)(4), UDI #: (B)(4). Device evaluation anticipated, but not yet begun, mfg date: 19-aug-2019. (B)(4). Heartware ventricular assist system ¿ battery, model #:1650 / catalog #: 1650 / expiration date: 31-jul-2020 / serial #: (B)(4), UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 21-jul-2019. (B)(4). Heartware ventricular assist system ¿ controller ac adapter d4: model #: unk / catalog #: unk / expiration date: unk / serial or lot#: cac216468 UDI #: asku . Device evaluation anticipated, but not yet begun. Mfg date: unk. (B)(4). Heartware ventricular assist system ¿ controller ac adapter, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: cac216391 UDI #: asku. Device evaluation anticipated, but not yet begun. Mfg date: unk. (B)(4). Heartware ventricular assist system ¿ controller dc adapter, model #: 1440 / catalog #: 1440 / expiration date: 31-dec-2018 / serial or lot#: cdc205744 UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 14-dec-2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited multiple beeps associated with four batteries, two controller ac adapters and a controller dc adapter. It was also reported that two of the batteries exhibited communication errors associated with power disconnect alarms, there were losses of power to the controller, three of the batteries and one of the controller ac adapters had debris in the pin sockets, and the controller did not exhibit audible alarms. The batteries, controller ac adapters and controller dc adapter received lubrication servicing. The controller, batteries, controller ac adapters and controller dc adapter remain in use. No patient complications have been reported as a result of this event.